Event description:
Customer reported the lcd display did not function. No reported patient involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.